Event description:
Attorney alleges that on (B)(6) 2015, the patient underwent surgery for implant of an unspecified bard/davol 3dmax light. It is alleged that on (B)(6) 2016, the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). As alleged, on (B)(6) 2017, the patient underwent surgery for implant of an unspecified bard/davol 3dmax. It is alleged that on (B)(6) 2017, the patient had unspecified injuries related to a defect in the perfix plug and underwent revision surgery (device #1). As reported, the patient is only making a claim for an adverse patient outcome against the perfix plug (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2015 - patient was diagnosed with symptomatic left inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax light (device 1). Per op notes, ¿an inferior umbilical incision was made. An indirect incarcerated hernia sac was identified and reduced. A 3dmax light (device 1) was placed in the pre-peritoneal space and tacked to cooper¿s ligament.¿ on (B)(6) 2016 - patient was diagnosed with lipoma and small hernia thereby underwent open repair with implant of perfix plug (device 2). Per op notes, ¿a left inguinal incision was made. A small weakness in the medial floor of the inguinal canal was identified. A perfix plug (device 2) was placed into the floor and fascia closed over it.¿ on (B)(6) 2017 ¿ patient was diagnosed with recurrent left inguinal hernia thereby underwent robotic assisted repair with implant of 3dmax mesh (device 3). Per op notes, ¿adhesions to the bilateral inguinal areas were identified and taken down. The mesh (device 1) along the posterior area was dissected away from the inferior epigastric vessels which were completely adhered to it. A very large direct hernia was identified and reduced. The mesh (device 2) that was placed along the anterior surface of the area was noted and it was left alone. A 3dmax mesh (device 3) was placed and secured to the pubic tubercle with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #1) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2011) is considered to be a best estimate. Updated fields: a2, b2, b3, b3, b4, b5, b7, d3, d4 (catalog no, lot no, expiry date, UDI no.), g1, g3, g4, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol perfix plug (device 2). An additional emdr to represent the 3dmax light (device 1) was newly created in gcs and updated accordingly. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #1) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol 3dmax device. The patient's attorney did not make any allegations regarding the implanted bard/davol 3dmax light device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2015, the patient underwent surgery for implant of an unspecified bard/davol 3dmax light. It is alleged that on (B)(6) 2016, the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). As alleged, on (B)(6) 2017, the patient underwent surgery for implant of an unspecified bard/davol 3dmax. It is alleged that on (B)(6) 2017, the patient had unspecified injuries related to a defect in the perfix plug and underwent revision surgery (device #1). As reported, the patient is only making a claim for an adverse patient outcome against the perfix plug (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."